Event description:
Reportedly, the device was explanted same date as implant due to regurgitation. The clinical report states that the patient went to surgery with a pre-operative history of renal insufficiency, liver cirrhosis, pulmonary hypertension and diabetes. Implanted with magna mitral valve then explanted because of massive intra-valvular regurgitation (of unknown origin) detected at intra-operative echo (central leak grade iii). Magna mitral device was explanted and replaced by 29mm hancock valve and sent to ICU. Pt exhibited hemodynamic instability, elevated cvp. During ICU stay, a second tee was performed. Massive jet was again detected possibly due to atrial septal defect (asd). Sent back to or for suspicion of asd. The asd was not seen during the second surgery. Pt was sent back again to ICU. Despite medical treatments, the patient experienced anuria and died three days later due to mof (multiorgan failure).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The event information was provided by the customer experience report and the clinician's follow up report with the surgeon. It was learned that this was a study patient. Through follow up with the surgeon, the clinician learned the original reason the device was implanted was to correct mitral valve stenosis. Per the surgeon, the explanted prosthesis seemed morphologically and functionally intact. It is believed the device has been lost by the hospital or and it is no longer available for return and evaluation. The echo report has been requested but not received. The operative report was provided but is in german and has not been translated. The device history record (review) is in process. No additional information is available. This is determined to be reportable per edwards lifesciences procedures.